Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficult to position the knot; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information received, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other two perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement was performed in the calcified right common femoral artery using two proglide devices via a 6f sheath using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the sheath was upsized to 14f and the tavi was completed. On completion of the procedure, the proglide sutures did not tighten sufficiently to achieve hemostasis. A third proglide device was inserted but the needles did not deploy through the vessel wall. A peripheral covered stent was deployed from the left common femoral artery to achieve hemostasis. There was no advesre paitnet sequela and no reported clinically significant delay in the procedure. The physician is reportedly in-training in the use of the proglide device and the pre-close technique. No additional information was provided.